Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this evaluation. It was reported that the patient passed away on (B)(6) 2019 under hospice care. The patient¿s serial number was unable to be identified. Multiple requests for additional information were issued to the customer including identifying patient information and pump serial number; however, no further information was provided. The heartmate ii lvas IFU rev. H (document# 106020) is currently available. Death is listed as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient age, date of birth, gender and weight have been requested but have not been provided. The serial number of the device was requested but was not provided; therefore, the expiration date, manufacture date, age of device, and unique device identifier (UDI) are unknown. It is unknown if the device was explanted from the patient after expiration. Though requested, the product disposition was not provided by the site. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It is unknown when the patient was implanted with a left ventricular assist device (lvad). It was reported by a hospice nurse that patient (B)(6) unknown implant date, expired on (B)(6) 2019. The hospice nurse called to obtain instructions on how to remove the pocket controller from the patient. The nurse was not able to provide the controller serial number, the pump serial number, or any other patient identifying information. Technical services discussed troubleshooting steps and assisted hospice nurse with controller removal; it was reported the nurse was able to remove the system pocket controller from the patient successfully. Multiple requests for additional information pertaining to patient identifying information, pump's serial number, cause of death, product performance and product return, were made but no additional information was received. A patient was not able to be identified. Cause of death is unknown. The pump serial number is unknown; it is assumed the patient had a heartmate ii based on the reported pocket controller. On (B)(6) 2019 clinician reported requested information is currently unavailable and it will be reported if it becomes available. No additional information was provided.